Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a lost sensor alarm. Customer also reported a bent cannula on their sensor upon removal from their body. Customer also reported experiencing high blood glucose up to 500 mg/dl. The customer attributed their high blood glucose to meals. The sensor will not be returned for analysis.